Manufacturer narrative:
Date of event: the event date was estimated as the actual event date was not reported.

Event description:
It was reported that the catheter broke. A guidezilla ii guide catheter was selected for a percutaneous coronary intervention procedure. During preparation while the device was external to the patient, the catheter broke. The procedure was completed with a new device that was the same model. No patient complications were reported.